Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon failed to seal during preparation for the procedure and leaked from the end of the balloon . There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The balloon catheter was returned with the guidewire. Visual inspection revealed no anomalies. During functional evaluation, the balloon could not be flushed. A 0.0166¿ patency mandrel could only be advanced half way through the balloon and no further. The mandrel was coated in contrast media when removed and the contrast was solidified within the balloon catheter. In an attempt to inflate, the balloon catheter was cut at approximately. 20 cm from the distal end. The distal tip of the returned guide wire was inserted into the distal end of the balloon catheter and the balloon was inflated ¿ flush exited the distal tip. A demonstration 0.014¿ guidewire was inserted into the distal tip of the balloon catheter and the balloon inflated without difficulty and no leaks were noted. Information available indicated that the device was confirmed to be in good condition prior to use and the guidewire returned along with the balloon catheter, was found to measure 0.0123" at the distal tip. Per the device dfu "precaution: the transform occlusion balloon catheter is designed specifically for use with a stryker neurovascular 0.014 in (0.36 mm) guidewire. The distal tip was noted to leak during the device analysis when used with the returned guidewire, but when used with a demonstration 0.014" guidewire, the balloon inflated and no leaks were noted. The use of a 0.0123" guidewire instead of the dfu recommended guidewire size with the balloon catheter caused the balloon to leak. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that the balloon failed to seal during preparation for the procedure and leaked from the end of the balloon . There were no reported clinical consequences to the patient.